Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that the stent shortened. The 80% stenosed target lesion was located in the 50% calcified and mildly tortuous superficial femoral artery (sfa). A 6 x 80,130cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. During deployment, the stent shortened. Angiogram tools were used to measure the stent. The procedure was completed with one more stent. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that the stent shortened. The 80% stenosed target lesion was located in the 50% calcified and mildly tortuous superficial femoral artery (sfa). A 6x80,130cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. During deployment, the stent shortened. Angiogram tools were used to measure the stent. The procedure was completed with one more stent. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
E1:initial reporter state: (B)(6). Evaluation conclusion codes was corrected from 4311 to 50.